Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the ¿packaging is not sealed.¿

Manufacturer narrative:
A batch record review has been completed and indicates no discrepancies. All checks completed within the controlled environment and all seal inspections were satisfactory. All checks were completed outside the controlled environment including burst tests and visual checks and these were all satisfactory. Machine logs have been checked and there were no issues relating to the complaint. A photograph has been received and evaluated for this complaint. This evaluation confirms the complaint issue and that this is a convatec product. A root cause investigation was opened and is now closed. The root cause investigation found that a buildup of debris and glue on sealing system to be the most probable cause for this issue. There is currently a revalidation program across all machines at the manufacturing plant. This issue will be monitored through the post market product monitoring review process. No additional information is available at this time. Should additional information become available, a follow-up report will be submitted.

Event description:
Additional information was received from the complainant reporting that " the location of the open seal on the shorter side of the primary package, the longer side of the package is not sealed."